Event description:
It was reported that during a da vinci si surgical procedure, clips fell into the patient when using the clip applier instrument.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned or if additional information is received.